Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and it was noted that only the ligator head was returned and the handle assembly was not with the device. A visual evaluation of the ligator head found five bands present and some of the bands were moved out of their position and overlapped. Further examination shows that the ligator head teeth were damaged. A media inspection of the photos provided by the customer was also performed. One photo showed the ligator head with some bands attached which were moved from their original positions and overlapped. The reported event was confirmed. The teeth of the ligator head are bent/damaged and this may have occurred due to extra tension on the device and/or some technique applied while trying to deploy the bands. This can cause the suture to detach from its position on the ligator head and affect the deployment process causing the movement of the bands without deploying them. Taking all available information into consideration, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on (B)(6) 2022. During the procedure, the first two bands were deployed successfully; however, the third band could not be deployed. Reportedly, the device was removed and it was observed that the bands were knotted. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device were provided by the complainant showing the ligator head outside the patient with five bands attached and were moved out of their original positions. Additionally, four of the bands were observed overlapping.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on (B)(6) 2022. During the procedure, the first two bands were deployed successfully; however, the third band could not be deployed. Reportedly, the device was removed and it was observed that the bands were knotted. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device were provided by the complainant showing the ligator head outside the patient with five bands attached and were moved out of their original positions. Additionally, four of the bands were observed overlapping.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.